Manufacturer narrative:
The device returned relating to this complaint, originally reported as a mentor memorygel breast implant of unknown lot, was a leiden device. Mentor leiden breast implants that are manufactured and distributed under the mentor brand, but are not approved for import into the united states, do not appear to meet the criteria for medical device reporting reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, no further reporting on this event will be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with a 275cc mentor memorygel breast implant and experienced right sided rupture post procedure. Due to ptosis prosthesis replacement was performed and rupture was discovered. Bilateral prosthesis replacement with 380cc mentor memorygel breast implants was performed.